Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic wire is embedded within the right cornu of anterior uterus'), heavy menstrual bleeding ('heavy menstruation'), thyroidectomy ('a growth on her thyroid that led to the removal of half of her thyroid.') And uterine polyp ('uterine polyps') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, menorrhagia, uterine fibroids and cystourethroscopy. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and uterine polyp (seriousness criterion medically significant), underwent thyroidectomy (seriousness criterion medically significant) and was found to have uterine leiomyoma ("uterine fibriods"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, polypectomy and removal of half of her thyroid). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, heavy menstrual bleeding, thyroidectomy, uterine polyp and uterine leiomyoma outcome was unknown. The reporter considered embedded device, heavy menstrual bleeding, thyroidectomy, uterine leiomyoma and uterine polyp to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-may-2021: medical record received: event 'metallic wire is embedded within the right cornu of anterior uterus'. Medical history, reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstruation') and thyroidectomy ('a growth on her thyroid that led to the removal of half of her thyroid.') In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and uterine polyp ("uterine polyps"), was found to have uterine leiomyoma ("uterine fibroids") and underwent thyroidectomy (seriousness criterion medically significant). The patient was treated with surgery (radical hysterectomy and removal of essure device and removal of half of her thyroid). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, uterine polyp, uterine leiomyoma and thyroidectomy outcome was unknown. The reporter considered menorrhagia, thyroidectomy, uterine leiomyoma and uterine polyp to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstruation') and thyroidectomy ('a growth on her thyroid that led to the removal of half of her thyroid.') In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and uterine polyp ("uterine polyps"), was found to have uterine leiomyoma ("uterine fibriods") and underwent thyroidectomy (seriousness criterion medically significant). The patient was treated with surgery (radical hysterectomy and removal of essure device and removal of half of her thyroid). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, uterine polyp, uterine leiomyoma and thyroidectomy outcome was unknown. The reporter considered menorrhagia, thyroidectomy, uterine leiomyoma and uterine polyp to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-feb-2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.